Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during the procedure, a pericardial effusion was noted. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the procedure, prior to clip deployment, a pericardial effusion was noted. The procedure continued and was completed successfully with one clip implanted reducing mr to 1. There was no patient intervention required. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information provided a conclusive cause for the reported pericardial effusion cannot be determined. The reported patient effects of pericardial effusion as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.